Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and kidney infection. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 days after insertion of essure. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In (B)(6) 2013, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and kidney infection ("infection: kidney"). The patient was treated with surgery (hysterectomy). At the time of the report, the abdominal pain, kidney infection, dysmenorrhoea, back pain, vaginal haemorrhage, menorrhagia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, kidney infection, menorrhagia, ovarian cyst and vaginal haemorrhage to be related to essure. The reporter commented: currently planning for essure removal? Yes essure (or any part of the device) removed - no hysterectomy done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: ovarian cysts were added. Plaintiffs date of birth, product indication and onset dates of events were updated. Past medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), kidney infection ("infection: kidney"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). At the time of the report, the abdominal pain, kidney infection, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea and kidney infection to be related to essure. The reporter commented: currently planning for essure removal? Yes. Essure (or any part of the device) removed - no. Hysterectomy done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 07-apr-2020: plaintiff fact sheet received. Laboratory data added. Injury event was replaced with infection: kidney, dysmenorrhea (cramping), back pain, abdominal pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.